Manufacturer narrative:
D10 concomitants: (B)(6) 02-012-47-1509 - logic tibial insert std, sz 1.5, 9 mm, (B)(6) 02-010-04-0215 - logic cr femoral por, left, sz 1.5, (B)(6) 200-02-32 - three peg patella 32mm, (B)(6) 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left knee was revised approximately 6 years post initial operation. Subsequently, the patient presented with pain and surgeon removed all of exactech implants and replaced with a competitors device. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reason for the clinical symptom of pain reported cannot be conclusively determined or confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. An additional contributing factor the revision may have been inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.